Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button cable was unconnected from the connector. Additionally, the monitor's ca board was severly damaged. The root cause of the cracked cable cannot be positively identified. The root cause of the damaged ca baord was excessie force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.